Event description:
It was reported that the customer was hospitalized with high blood glucose over 300 mg/dl and diabetic ketoacidosis. Her symptom was vomiting. The patient was reportedly connected to a machine for treatment. She was wearing the insulin pump ad the time of her emergency room visit, but had suspended it. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime test, due to faulty force sensor resistor. It was not possible to complete the functional test, due to the prime anomaly. All other tests performed were passed. All operating currents are within specification.the insulin pump was received with a cracked case on display window corners, minor scratches on the lcd window, a cracked reservoir tube and cracked reservoir tube lip.